Event description:
It was reported a patient underwent an unknown surgery on an unknown date and a drain was used. During surgery, when the drain was used, the breakage was found. It was put into the body once, but when the damage was noticed, it was taken out and a new product was applied. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? J2120330. Was the drain broken into two or more pieces? No. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Please clarify, did the drain fail upon activation or was the issue noticed before activation (please choose one)? No further information is available. Was leakage detected? No further information is available. Please confirm that there were no patient consequences? No further information is available. Status of product return: we regularly contact with sales rep about the device returning. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: product sample received. One used sample of damaged drain was received for evaluation, size 1075 mm (actual size is in place of 1200 mm. On inspection of drain sample, cut found on the drain nearby dot marking area, which seems to be done with sharp object. Complete drain sample not received for evaluation. Performing 100% visual inspection before release of product. So defect cannot be generated during manufacturing process. Retain samples were checked for lot # j2130307 and no defect related to complaint was observed. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint #(B)(4).